Manufacturer narrative:
Report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has not charged the battery for over 2 years due to not having pain. They have attempted to do 4 physician mode recharges (pmr) with no success, the device could not be turned on. No information was available if the battery had been in overdischarge before. It was confirmed that the ins was overdischarged. The diagnostics/troubleshooting performed was the device was turned off. The action taken to resolve was the doctor was informed and the patient will go to a doctor appointment. The event was not resolved yet.